Event description:
A peritoneal dialysis pt reported that dialysis solution leaked between his catheter and the stay safe connector. Pt noticed that the stay safe connector he was connected to had a blue pin floating sideways. Pt checked the stay safe connector that he had disconnected and noticed that the blue pin was missing from there and may have just went down into the other stay safe connector. Pt confirmed there is no fluid inside the cycler door or moisture found on the cassette once removed. Pt was not able to complete his treatment that night. Pt had no adverse effects. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.